Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no: 919038) inserted for female sterilization. The patient's medical history included menstrual irregularity, abdominal pain nos, uterine fibroids, tiredness, menstrual cramps, dyspareunia, gestational diabetes, gestational hypertension, multigravida and augmentation mammoplasty. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (rsch and bilateral salpingectomies). Essure was removed in 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 2 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: the uterine cavity appear normal. Essure device are seen bilateral and appear normal with respect to location. Bilateral proximal occlusion is noted. Lot number: 919038, manufacturing date: 2011-11, expiration date:2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 919038) inserted for female sterilization. The patient's medical history included menstrual irregularity, abdominal pain nos, uterine fibroids, tiredness, menstrual cramps, dyspareunia, gestational diabetes, gestational hypertension, multigravida and augmentation mammoplasty. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (rsch and bilateral salpingectomies). Essure was removed in 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 2 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the uterine cavity appear normal. Essure device are seen. Bilateral and appear normal with respect to location. Bilateral proximal occlusion is noted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.